Event description:
Per the clinic, the patient experienced an infection around the implant site. The patient was treated with oral antibiotics (date and duration not reported). The patient underwent a surgical procedure to remove the abutment (date not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). Device not available for analysis.